Manufacturer narrative:
Are approximations since only the year and months were communicated to us.

Event description:
It was reported that patient underwent left hip revision surgery due to elevated cobalt and chromium levels.